Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. It was determined the lead had fractured. It was reported the patient's heart rate was around 30 beats per minute (bpm). An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned, therefore, is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.